Event description:
Ous MDR - boston scientific received information that during a routine follow up visit, this right atrial (ra) lead signaled a warring message on the pacing system analyzer (psa) upon interrogation. An electrogram (egm) was reviewed and revealed that the p wave measurement had increased from 7 to 21mv, and the pacing thresholds had also increased. An atrial lead dislodgment was suspected. An x-ray and a revision procedure maybe performed in the near future. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.